Event description:
Central venous line placed by physician, on attempting to infuse medications found hub on medial port cracked. The product was replaced with no known pt sequelae from this occurrence.